Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date implanted - approximately 17 years ago. Date explanted - remains implanted. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Remains implanted.

Event description:
It was reported that patient underwent a right total shoulder arthroplasty on an unknown date approximately 17 years ago. Subsequently, a revision procedure has been indicated due to glenoid erosion; however, a revision procedure has not been reported at this time. No further information has been provided.